Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the fluency plus endovascular stent graft products that are cleared in the us. The pro code and 510 k number for the fluency plus endovascular stent graft products are identified. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. (Expiry date: 12/2023).

Event description:
It was reported that during a stent placement procedure for renal artery occlusion via renal artery, the delivery unit was allegedly cracked when inserting into the patient's vessel. The procedure was completed by using another device. There was no reported patient injury.

Event description:
It was reported that during a stent placement procedure for renal artery occlusion via renal artery, the delivery unit was allegedly cracked when inserting into the patient's vessel. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the fluency plus endovascular stent graft products that are cleared in the us. The pro code and 510 k number for the fluency plus endovascular stent graft products are identified in d2 and g4. H10: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the stent delivery system was not returned for evaluation; the provided photo shows the stent still loaded in the catheter. The supposed area of damage, which is like a gap indicated on two of the photos shows a design feature on the coil spring which doesn't seem to have any abnormalities. No video showing the procedure was provided and so it is impossible to assess the reported complaint only based on the photo which leads to inconclusive results. It was reported that the operator found a crack on the delivery system while inserting into the patient. The target vessel in this case was the renal vessel which is off-label use. Based on the provided information and the evaluation of the provided photos, the investigation is closed with inconclusive results for break. The intended placement of the device in the renal vessel represent off-label use. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling, it was found that the instructions for use sufficiently address the potential risks. Regarding warnings, the instructions for use state that "the sterile packaging and devices should be inspected prior to use. Verify that the packaging and the device are undamaged and that the sterile barrier is intact. If damaged, do not use". With regards to indication for use, the instructions for use states that the "vascular stent graft is for use in the iliac and femoral arteries". H10: d4 (expiry date: 12/2023), g3 h11: h6 (method, result, conclusion) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.